Event description:
The patient reported that they started to have pain and a burning sensation around the pump and on the left side of her stomach. The patient also reported pain in the groin and legs. X-rays were done and it was found that the catheter was kinked in two places. The patient underwent replacement surgery. The patient recovered without sequela and her back pain is doing better now. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
.